Event description:
Diagnosed with classic hodgkin's lymphoma. Had pain and burning shortly after allergan natrelle soft touch breast implants on (B)(6) 2018. CT chest on (B)(6) shows mass arising from breast lymph nodes. FDA safety report ID# (B)(4).